Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of respiratory tract irritation, eye irritation, nose irritation, skin irritation, pulmonary nodules, dizziness, headache and other. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box a: patient identifier has updated. In box d: product UDI has updated. In box e: reporting address line 1, reporting address city, reporting address state, reporting address postal has updated. In box h: patient outcome code, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated. In previous report pneumonia is incorrectly captured. It is not alleged by patient, and it is corrected as blank.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of respiratory tract irritation, eye irritation, nose irritation, skin irritation, pulmonary nodules, dizziness, headache. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.